Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of jaws won't close on it. The instrument passed a friction test on an ipt tester. 48- failure analysis investigation found the instrument's pitch cable to be frayed. The conductor wires were intact and undamaged however the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the pk dissecting forceps instrument does not articulate. The jaws won't close on it. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.